Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5185617. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to information submitted via the maude database on (B)(6) 2026, the patient awoke from sleep believing his bg level was low. At that time, the cgm displayed a reading of 241 mg/dl. The patient attempted to get out of bed to obtain a bg meter reading but fell and lost consciousness. During the fall, the patient struck his head and later reported bumps and pain at the impact site, as well as bruising to the lower back and buttocks. The patient¿s wife administered juice, after which the patient¿s condition improved. At an unspecified time thereafter, the patient reported a bg meter reading in the 120s mg/dl. At the time of the event, the patient was using an unspecified hybrid closed-loop insulin pump. The patient stated that the pump corrected the falsely elevated cgm readings, resulting in the delivery of excess insulin. He attributed the excess insulin delivery to the hypoglycemic event. Due diligence attempts were made to contact the reporter for additional information; however, these attempts were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.